Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfyi0273, for this issue. The device was returned. The investigation is unconfirmed, as the device performed properly under laboratory conditions and no kinks were found on the catheter. The root cause could not be determined based upon available info. It is unk whether the original guidewire and/or procedural issues contributed to the event. The current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction.

Event description:
It was reported that during advancing the recanalization, catheter kinked in half and could not be loaded onto a .014 guide wire. Another device was used to treat an occluded sfa lesion. There was no pt injury reported.